Event description:
The dentist reported a radiolucent injury 3 (three) weeks after placement of dental implant due to possible necrosis. Implant presented with mobility. Implant was removed performing curettage of the site without prescribing antibiotic treatment. No grafts placed. No infection found.

Manufacturer narrative:
The returned product was visually inspected. No damage was observed to the external threads of the implant. X-rays were provided by the dentist. The complaint was confirmed as x-rays provided showed radiolucent. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).